Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified popliteal artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 4 seconds. The device was removed without any problem using the normal method, and the procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.